Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi-system organ failure and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2020, due to multi-system organ failure. There were no issues reported with device performance. No autopsy was performed, and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple organ dysfunctions/failures as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted on (B)(6) 2020 and expired on (B)(6) 2020 due to multisystem organ failure (msof) and overwhelming shock. There were no issues reported with device performance. No autopsy was performed and the device would not be returned for evaluation.